Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during central venous catheter placement in the surgery room.when the blood vessel is canalized and the metal guide is passed, it gets stuck in the needle. They were forced to remove it out of the blood vessel and when the metal guide is removed, the deformation of the metal guide is observed".

Event description:
It was reported that: "during central venous catheter placement in the surgery room. When the blood vessel is canalized and the metal guide is passed, it gets stuck in the needle. They were forced to remove it out of the blood vessel and when the metal guide is removed, the deformation of the metal guide is observed".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for analysis. One photo showed the kit lidstock, which matches the reported finished good. The other photo shows the customer inserting the guide wire through the needle. No obvious kinking was observed. Large signs-of-use were observed inside the needle hub and on the guide wire, which can contribute to resistance encountered by the customer; however, this cannot be verified without the sample returned for analysis. Further analysis of the msk product drawing revealed that the guide wire and needle packaged within this kit does not match what is shown in the customer supplied image. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guide wire due to needle resistance was not confirmed through visual inspection of the customer supplied photos. The photos showed the customer inserting the guide wire through the 21ga needle. Large quantities of biological material were observed, which could contribute to any resistance encountered by the customer; however, this could not be confirmed as no sample was returned for analysis. A device history record review was performed on the reported batch, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.